Manufacturer narrative:
100 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 5 retention samples were functionally tested for heparin activity and all were within specifications. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Customer reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes they experienced clotting issues. The sample was recollected. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes.

Event description:
Customer reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes they experienced clotting issues. The sample was recollected. There was no health impact or consequences reported.